Event description:
It was reported that the patient presented in clinic. A device interrogation was performed and revealed that the patient's pacemaker exhibited low pacing output and premature battery depletion. No intervention was performed. The patient was stable.

Manufacturer narrative:
The reported event of longevity anomaly/premature discharge of battery was confirmed, pacing problem was not confirmed. The device was at elective replacement indicator (eri) level upon receipt. Device image analysis revealed high current drain of approximately ten times that of normal current, which is consistent with increased duty cycle of the internal circuitry caused by a firmware anomaly. The high current condition could not be reproduced during analysis. Actions have been taken to prevent reoccurrence. Further evaluation of the output signal found normal pacing parameters. Longevity assessment was performed, and the device did not meet projected longevity indicating premature battery depletion. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information received indicated that the pacemaker was explanted and replaced. The patient was stable.